Event description:
Customer reported being treated by paramedics due to insulin reaction. Customer was treated with glucagon. Customer also had low blood glucose level due to lack of food. Troubleshooting performed and pump appeared to be functioning as designed.